Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6) 2007. According to the complainant, the patient experienced erosion of the mesh into her vaginal tissues and dyspareunia post procedure. The exact nature and date of onset for each are unknown. Attempts to obtain additional information have been unsuccessful.